Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1104102) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.

Event description:
It was reported to the aci clinical specialist that a female patient (B)(6) with a history of hypertension underwent a peripheral intervention procedure on (B)(6) 2011. Access was obtained at the left common femoral artery via a 7f short procedural sheath. The patient was anticoagulated with heparin peri-procedure. (The number of units given were unknown). The patient's pre-procedure blood pressure was 96/50 mmhg and an inr of 0.9. A pre-procedural femoral angiogram revealed the stick to be at the femoral head and no presence of calcium was visualized. Following the procedure, the radiology technologist (rt) who is currently training to the mynx procedure, with the aci clinical specialist present, used the device to close the femoral artery. It was reported that deployment steps were per the instructions for use (IFU). It was reported that the rt laid down the device for 60 seconds to allow the sealant to hydrate and then removed the device. However, an acute hematoma measuring more than 6 cm developed at the puncture site. The rt held 40 minutes of manual compression with an application of hot towels. The aci clinical specialist stated that there were 3 sheath exchanges during the procedure. It was reported that the patient stayed overnight for observation, the hematoma had completely resolved and the patient was discharged the following day ((B)(6) 2011) with no reported clinical sequela.